Event description:
It was reported that during use of a hi-torque balance middleweight universal ii 190cm j guide wire (gw), the wire may have broke. There was no report of an adverse patient effect or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported break. Factors that may contribute to a break during use include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break during use. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device was not available for evaluation.